Event description:
It was reported that two closure tops started to strip during surgery so they were removed and replaced with alternative closure tops to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
The closure top was returned for evaluation. The hex drive feature was deformed. Based on the event description and the nature of the failure, the hex deformation is likely due to the driver being stripped. Without the associated driver being returned, the cause cannot be stated definitively. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00297.

Event description:
It was reported that two closure tops started to strip during surgery so they were removed and replaced with alternative closure tops to complete the procedure. There were no reported patient impacts associated with this event. This is report two of two for this event.